Event description:
It was reported that during an unk procedure, clips would not advance. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 04/11/2008. Eval summary: the analysis results for the el5ml instrument confirmed that it was non-functional. The instrument was cycled and formed 2 clips as intended, and it malformed 2 clips, the clips advanced and dropped off from the jaws due to the anti-backup being non-functional. Upon disassembly the ratchet pawl was found to be worn out causing the anti-backup failure. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.